Manufacturer narrative:
The patient underwent successful revision of the custom distal femur. X-ray review confirmed that pin 9876 (patient) had a loose distal femur as per reported event. Based on the information provided a definitive root cause could not be determined. Further information such as product return, dated pre/post-operative x-rays, operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining a root cause. However aseptic loosening can be a well-known mode of failure for orthopaedic implants, which may occur as an early or a late complication and the reported distal femur loosening could be as a result of patient factors such as trauma, obesity, activity levels, disease progression or skeletal maturity and/or surgical factors or preferences and not necessarily related to the device itself. Device has been implanted for over 13 years with no similar reported issues. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. This complaint is being closed, and is being tracked and trended.

Event description:
It has been reported that the patient's distal femur is loose. Siw ref - (B)(4).